Event description:
It was reported that the rotawire was fractured. The 100% stenosed target lesion was located in the mildly tortuous and moderately calcified superficial femoral artery. A rotawire and wireclip torquer was selected for use. During the procedure, it was noted that a break happened when the short sheath was being introduced over the wire. The wire was pulled out and the procedure was completed with a different device. No patient complications were reported.